Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted that the pacemaker exhibited failure to interrogate via inductive telemetry with no magnet response. Premature battery depletion was suspected. No intervention was performed. The patient's condition remained stable.

Event description:
New information received indicates that the pacemaker was explanted and replaced with a new one. The patient's condition remained stable.

Manufacturer narrative:
The reported events of premature battery depletion. The reported events of no inductive telemetry and no magnet response were confirmed. The device was received with no telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery voltage was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.